Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion. During the procedure the physician was unable to expand the stent. The device was removed and another resolute integrity (same size) was used to complete the procedure. The patient is reported to good post procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. (Device not returned for evaluation). Conclusion results: unable to confirm complaint (device not returned). (Root cause could not be determined).

Manufacturer narrative:
Evaluation, results: related to operational context (returned stent was deployed with no issues noted. It is most likely that the issue is related to the attempt to use the device during the procedure). (B)(4)

Event description:
Device evaluation: the delivery system had no evidence of damage. The stent was present on the balloon and there was no evidence of damage on the stent. The device showed no evidence of having been previously inflated. The device was inflated to 16atm, no damage or anomalies were noted during inflation. The device was then deflated within 30 seconds with no issues noted. The stent was deployed with no issues noted to the stent. Post deployment of the stent there was no damage noted to the balloon or delivery system.